Event description:
Patient representative reported right side ¿development of anaplastic large cell lymphoma," "pain and tightness in breast; capsular contracture," "mental and emotional pain and suffering and severe emotional distress." Baker grade unknown. Patient underwent cancer treatment, scarring, and hospitalization. Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information is not available, because we do not have contact information. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: on or about (B)(6) 2015. Reason for reoperation: lymphoma-alcl-suspected and capsular contracture (baker grade unknown).